Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high thresholds with no capture at 5v at 1.0ms. This lv lead was abandoned, and left in the body. A new lead was implanted successfully. No additional adverse patient effects were reported.